Event description:
It was reported that the device showed discrepancy between high rate histogram and percentage paced counters. The clinician was very upset that paced counters were not accurate, since the patient's medications were adjusted based on displayed percentage paced. The clinician felt that the percentage paced counters should be removed if they do not represent an accurate count. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.